Event description:
End connector would not connect to syringe or IV tubing.additional info. Obtained from the site:no product number is available because the packaging for the product was already discarded when the nurse reported it.the infant had to be restuck.there was no damaged part. The end of the IV where a syringe or IV tubing attaches would not allow for anything to screw on.